Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert that resolved only after changing the infusion set and supplies, and the user also reported prior shipment shortages of one infusion set and cartridges on separate occasions. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education regarding collection of lot numbers for future occurrences and notification for potential manufacturing review. Investigation of this case revealed an occlusion event associated with the infusion set that resolved with supply replacement, with no further device performance concerns reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or supply-related occlusion that resolved with replacement and did not recur.